Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had a skin irritation under the rear therapy electrodes as well as the same irritation on his side. The area was described by the patient as two big burn-like marks with layers of skin peeled and blistered, and the skin is open. The patient's doctor prescribed a silver sulfadiazine 1% cream for the irritation. During a follow up, the patient reported that the irritation has improved.